Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 at 5 pm with a blood glucose level of 30 mg/dl. The customer collapsed on the floor after getting up from the couch. The customer stated that their sensor was falsely reading 160 mg/dl. The customer was treated with chocolate milk. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor. The insulin pump will not be returned for analysis. The customer returned the sensor for analysis.